Manufacturer narrative:
Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 12/11/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: sample received on 12/11/2020. The foreign material in question was returned attached to a cardboard piece, with a white tape (high adhesiveness). When detaching it from the cardboard, during sample evaluation, this high-glue tape was brought with black parts of the cardboard. We looked at both sides of the cardboard and the tape. And it was not possible, to identify anything that we could send to analyze as external investigation. The way of the foreign material was transported for investigation, made it impossible to identify or see any white material on it. The reported issue could not be confirmed on the return. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed, that no additional/similar (as applicable) complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: not applicable, lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the surgery and when the intraocular lens was implanted in the patient¿s eye, the doctor found a white foreign body which was removed from the eye. No further information was provided.